Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a tiny chip in the pink coding glue on the scope body was found. The bending section was found detached or loose. Surface scratches were noted on the light guide tube. The charge-coupled device (ccd) wire length was found within standards. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that there was a little tear on the insulation by the tip of the scope. The issue was found during preparation for a procedure. There was no patient involvement or injuries reported. No additional information has been obtained.